Event description:
It was reported that the right atrium (ra) lead had really high threshold. Therefore the device was programmed to vdd. The ra lead was inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.